Event description:
It was reported that the patient presented in clinic for initial left ventricular (lv) lead implant. During procedure, an operational issue occurred resulting in the guidewire of the lv lead perforating the patient's heart. The lv lead was not implanted, instead a replacement lead was implanted into the patient's left bundle branch. The patient was stable throughout.